Event description:
It was reported that air bubbles were observed in the canister. Reportedly, the customer "pushed insulin through the tubing to resolve the issue." Blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.